Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, as the pump was not being used at the time of the reported event. Customer continued to use alternate method of insulin therapy.